Manufacturer narrative:
The end-user bruised his hips when he fell but no ambulance was required and he did not go to the hospital. We sent the end-user a replacement rolling walker to his home. This is a revision 2.5 rolling walker manufactured in 2007 therefore 12 years old. We have done all sorts of corrective actions on our rollators throughout the years and do not have issues with our new revision numbers. This case is now closed.

Event description:
Customer fell and hit his head when the wheel broke off. He was walking inside his home.